Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein two new leads were added for more back relief and the ipg relocated. No device malfunction was suspected. The patient was doing well postoperatively.

Event description:
A report was received that the patient was having pain radiating to right arm and lower back. It was also reported that the patient was experiencing numbness and tingling sensation. The patient will undergo a lead revision procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm.

Event description:
A report was received that the patient was having pain radiating to right arm and lower back. It was also reported that the patient was experiencing numbness and tingling sensation. The patient will undergo a lead revision procedure.